Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter that was mushroomed upon returned. Visual inspection of the sample noted obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested for 30 minutes with no observed leaks. All of the 10 ml solution was passively deflated with no issues and cuffing was noted upon deflation. The catheter was deflated in 1 minute and 1.17 seconds. This was out of specification per inspection procedure as "balloon shall inflate and deflate normally with use of syringe." The middle of the inflation notch to the end of shaft was measured 0.9785" and found to be within specification (0.97" +/- 0.30") . A potential root cause for this failure could be incorrect balloon design. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that on the next day after use, the catheter balloon was difficult to deflate and pumping was performed to remove the catheter. It was further reported that upon evaluating the removed catheter, there was a cuff roll (mushroom shaped balloon) observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on the next day after use, the catheter balloon was difficult to deflate and pumping was performed to remove the catheter. It was further reported that upon evaluating the removed catheter, there was a cuff roll (mushroom shaped balloon) observed.